Event description:
It was reported a patient's left ventricular lead presented with a significant increase in capture threshold resulting in loss of capture. High pacing impedance was also noted. Programming changes were made to restore normal parameters. There were no patient consequences.